Manufacturer narrative:
The information related to event date that provided in initial report was incorrect. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mom reported via phone call that they were hospitalized due to unknown reason on unknown date with unknown blood glucose. Customer¿s mom also not sure if insulin pump was damaged. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.